Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective marking was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of defective marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.